Event description:
During a surgical procedure (trans urethral resection of bladder tumor), the plastic tipped flute of the resectoscope broke off in the pt's bladder. The surgeon was able to retrieve 2 broken pieces from the pt.